Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) dislocated. The lens was later explanted and replaced with a z9002, serial number (B)(4). There was no additional surgical intervention required and reportedly the patient has recovered from the procedure. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 6/17/2020. Device evaluation: the sample was evaluated, and only a haptic detached was received. The reported issues were not verified and it could not be determined if the conditions reported are related to manufacturing process since impacted lens was used in a surgical procedure. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed 1 other complaint has been received for this production order number; however, it is not related to the reported event. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.